Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose of 286 mg/dl while using the ilet and was asymptomatic; the caregiver disconnected the ilet, administered a subcutaneous dose of fast-acting insulin via pen, verified the contact detach steel infusion site as intact, waited two hours, performed a full supply change, and reconnected the ilet, after which blood glucose was 102 mg/dl. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of the information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.